Manufacturer narrative:
The referenced cord was returned to olympus for a physical evaluation. The evaluation confirmed that the cord was broken and separated below female connector¿s protective boot cover. A visual inspection of the received condition was performed on the cord; the hand piece connector side of the cord is detached and separated. The breakage was examined under a microscope; charred and burned marks noted. There was no damage found to the male connector / generator side of the cord. No functional testing could be performed due to the broken cable. The cause of the reported event could not be conclusively determined. However, based on olympus¿ investigations, unintended user handling, the use of a non-compatible electrosurgical generator and/or usage of the cable after one year could not be ruled out as a contributing factor of the reported event. To mitigate the risk of patient/user injury, the instruction manual provides warnings and caution statements which states: "use only compatible equipment as listed in this section. If other combinations are used, the full responsibility is assumed by the user. Inspection and testing ¿ 1) restricted service life. Do not use the hf cable after one year of use. 2) inspect the cable. Visually inspect the cable and the plugs for irregularities on the surface. 3) damaged cable. Do not use a cable with brittle or defective insulation. Replace the cable. Caution! Risk of damaging the cable. In order to plug or unplug the cable always pull at the plug. Never pull at the cable.¿ it is likely the internally electrical wires inside the hf cable was initially damaged and partially separated, although not completely detached. Upon activation, due to insufficient conductive material, the portion of the wire that was open and separated produced an electrical arc due to the close proximity of the two connections combined with the high power and frequency of the output energy of the generator, resulting in the ¿loud pop¿ the users¿ experienced. " additionally, the OEM conducted a DHR review for the affected lot without showing any problems or anomalies during the manufacturing process.

Event description:
Olympus was informed that during a transurethral resection of a prostate procedure, the hf resection cord made a ¿pop¿ sound and the cord detached when the hand piece was activated. The intended procedure was completed using a different but same model cord. There was no damage observed to the handpiece and there was no patient or user harm reported. In addition, there was no smoking, sparking or fire noted during the procedure. The procedure was not prolonged. There was no patient bleeding observed. The cord was inspected prior to procedure with no anomalies observed. The megadyne generator was set to 130/95. No other equipment was replaced.